Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected device was not returned and no other evidences were provided for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labelling was not considered necessary as the reported damage is related to a handling issue during transportation or storage. No indications of material, manufacturing or design-related problems were found during the investigation surgical site infections (ssis) are a well-documented and relatively common complication following surgical procedures, with a global incidence of approximately 11% in general surgeries (gillespie, et al., 2021). In trauma surgeries, the risk is often elevated due to factors such as emergency conditions, open fractures, and limited time for optimal preoperative preparation. While it is theoretically possible for an infection to stem from a breach in the sterilization process at the manufacturing site, such occurrences are highly unlikely given the rigorous quality control systems, validated sterilization methods, and multiple checkpoints in place. More commonly, infections may arise from breaches in sterile techniques during handling, storage, or surgery itself- such as compromised packaging, improper transfer of the implant, or contamination during the procedure. Another main cause of post-operative wound infections (superficial and deep) may be related to post-operative factors, such as the open wound (even when closed with stitches/ staples), wound care/ hygiene, swelling/edema (inflammation), post-operative hematoma, etc. Additionally, patient-related factors, including their own microbiome, represent a significant and often unavoidable source of infection. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided the investigation report will be reassessed.

Event description:
Subject: (B)(6) incompass total ankle study. Hematoma narrative: consistent and ongoing drainage from his lateral surgical incision. This has been increasing over the past several days which is concerning for a hematoma. Adverse event start date: 10 mar 2026, adverse event end date:17 mar 2026, surgery on study ankle. Update received on 20 mar 2026, admit, surgery and discharge date: (B)(6) 2026, weight at reoperation: 206 lbs, type of surgical intervention: deep infection or wound complication requiring operative debridement (without exchange of metal components in ankle replacement), with or without intact polyethelene exchange. No implants were removed.